Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that for the last 3 weeks, the patient has recharging every 2 days instead of every 4 days following a fall. The patient also experienced a return of symptoms that included slow movement. When the nurse turns the stimulation off, the patient also experiences a return of tremors. An impedance test was performed and resulted in impedances values of 123 ohms on contacts -2, -1, and 0+. It was stated that electrode 1 looked like it had a short and electrode 2 might be incorporated too. Please see report number 3004209178-2016-18099.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.